Event description:
The complaint reported that a female patient (age unknown) was being treated for stressed inducted cardiomyopathy following a motor vehicle crash. The patient coded in the hospital, and was brought to the cath lab. The patient's blood pressure was marginal, and she was administered levodopa and lopamine. An impella 2.5 pump was implanted on (B)(6) 2012. The device was implanted via the use of abiomed's 13fr x 13 cm introducer. The peel-away 13fr was left in the place with the repositioning sheath "plugged" into the back of it. On (B)(6) 2012, the drips were discontinued. The patient's blood pressure was stable, but an echo was performed which demonstrated severly reduced ejection fraction. The impella 2.5 support was continued. Early on (B)(6) 212, after over 30.5 hours of impella support, the patient experienced acute profuse bleeding from the access site. The physician performed manual compression, which did not help. The patient was taken to the operating room for site repair. During this procedure, the sheath appeared to be cracked and causing the bleeding. Approximately four units of prbc's, 2ffp, 6pk of platelets and about a liter of albumin were administered to the patient. The device was removed from the patient, the artery was repaired and the patient was stabilized. The patient was subsequently discharged from the hospital to her home. There have been no additional adverse patient effects reported.

Manufacturer narrative:
The 13fr introducer was returned for evaluation. Visual investigation revealed evidence of excessive force being applied to the device either during insertion and/or during the over 30.5 hours of recovery. Bulges were found along the length of the introducer that indicated excessive force during insertion. However, the introducer did not start leaking until approximately 30 hours after the pump had been implanted in the patient. Therefore, it is also possible that patient movement, i.e. Rolling over onto the introducer, may have caused the split and subsequent leak. It is also possible that the leak may have been due to a combination of these forces. The root cause of this event has been determined to be the result of excessive force applied during insertion of the introducer, which lead to the subsequent crack in the score line and patient bleeding. (B)(4).